Event description:
It has been reported that the bd bbl¿ mgit¿ mycobacteria growth indicator tube has been found contaminated and missing a label. The following has been provided by the initial reporter: the problems of this batch of products include leakage caused by deformation of tube cover, pollution caused by unable tightening of lid, no label or double label of culture tube, etc.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd bbl¿ mgit¿ mycobacteria growth indicator tube has been found contaminated and missing a label. The following has been provided by the initial reporter: the problems of this batch of products include leakage caused by deformation of tube cover, pollution caused by unable tightening of lid, no label or double label of culture tube, etc.

Manufacturer narrative:
Investigation: material 245122 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 1027409 was satisfactory per internal procedure. Formulation, filling, and autoclaving processes were within specifications. Qc inspection and testing were satisfactory at time of release. As part of the release criteria for this product, the bhr is reviewed to confirm the following: --the total elapsed time between end of formulation and start of the autoclave cycle was within the specified limits. --all autoclave parameters conformed to the validated cycle parameters for this product. --the minimum f0 for this product was met. The complaint history was reviewed, and no other complaints have been taken on this batch for either defect. Retention samples from batch 1027409 (100 tubes) were available for inspection. The retention samples showed no packaging, labeling, or media defects in 99/100 tubes. There was no evidence of leaking from 100/100 retention tubes. All 100 retention samples had a properly affixed label and a scannable barcode label. For further investigation, a total of ten uninoculated tubes were incubated for seven days. Five tubes were place in the 33-37-degree celsius incubator and five tubes were placed in the 20-25-degree celsius incubator. No microbial growth was seen by the seventh day and under uv light none of the sensors fluoresced. Sixteen photos were received to assist with the investigation the first photo shows one tube with the front of the label. The second photo shows one tube from batch 1027409. There does appear to be a slight wrinkle in the label. The third photo also shows one tube, the media in the tube appears to be lower than the expected amount. The fourth photo shows one tube, the media in the tube appears to be lower than the expected amount. The fifth photo shows one tube from batch 1027409, the media in the tube appears to be lower than the expected amount. The sixth photo also shows a tube from batch 1027409, the media in the tube appears to be lower than the expected amount. The seventh photo shows a tube with no label on the tube. The eighth photo shows one tube from batch 1027409, the media in the tube appears to be lower than the expected amount. The ninth shows one tube from batch 1027409. The fill volume in the tube appears lower than expected. The tenth photo shows one tube from batch 1027409. No defect is identified in the photo. The eleventh photo shows one tube from batch 1027409. There appears to be a slight wrinkle in the corner of the label the twelfth photo shows one tube. The cap in this photo appears damaged and something black is at the top of the media. The thirteenth photo shows one tube. No defects can be observed in the photo. The fourteenth photo shows one tube from batch 1027409. There appears to be a slight wrinkle in the label on the barcode side. The fifteenth tube shows one tube from batch 1027409. No defects can be observed in the photo. The last photo shows one tube from batch 1027409. The fill volume in the tube appears lower than expected. No returns were received to assist with the investigation. The complaint can be confirmed for labeling and contamination, by the evidence provided by the photos. The compliant cannot be confirmed for leaking based on the photos provided. A trend has not been identified, therefore, no actions are planned at this time. Bd will continue to trend complaints for contamination, leaking and packaging.